Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was in the incorrect code and was reading inaccurately low compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information. The patient reported the alleged issue first occurred (B)(6) 2013 at 6 am the alleged issue first occurred. The patient reported she obtained readings of ¿87 and 91 mg/dl.¿ the patient reported using self adjusting insulin to manage her diabetes. The patient reported every monday she takes insulin and takes an unknown oral medication every day. The patient reported 30-60 minutes after the alleged issue occurred she developed symptoms of ¿shaky, diarrhea and nausea.¿ the patient denied receiving any treatment in response to her alleged symptoms. At the time of troubleshooting, the cca determined the subject meter was in the correct unit of measurement. The cca noted that the patient¿s test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. The alleged calcode issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.